Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) underwent a revision due to a fluid loss in the right cylinder. Upon explant, a hole was noted in the cylinder. All components were removed and replaced. There were no patient complications.